Manufacturer narrative:
All broken pieces were returned with device. Device evaluation summary: as received, the cylindrical end od the subject sizer is detached from the rod. Broken pieces are evident in the polysulfone plastic connection to the handle rod; all the broken pieces are returned. The replica end is attached to the rod and is intact. However, cracks are detected at the polysulfone plastic connection to the handle rod. Additional manufacturer narrative: the root cause of the issue has been identified; corrective and preventive actions are in the process of being implemented. The instructions for use (IFU) included with each edwards bioprosthesis has a description of controls necessary for accessory reuse, including recommended sterilization parameters. The labeling describes that sizers should be examined for signs of wear such as dullness, cracking, crazing and should be replaced if any such deterioration is observed.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was not performed because the serial number was unknown.

Event description:
Report indicates that a magna ease aortic sizer broke while sizing, and pieces fell into patient, however the broken pieces were collected and no patient injury was reported.